Manufacturer narrative:
Additional information: b1, b2, b5, f1, h1, and h2. B5: during a procedure in the cardiovascular operating room (cvor), the patient was being infused with phenylephrine 100mg in 250ml bag of 0.9% sodium chloride at 30mcg/minute. The patient¿s systolic blood pressure (sbp) ¿remained low in the 80s¿ despite the medical team increasing the infusion rate to 50mcg/minute, then 70mcg/minute, and finally 80mcg/minute. The attending physician noted no drops were falling in the drip chamber. The tubing and pump were swapped, the rate was restarted at 30mcg/minute and the patient¿s sbp responded by increasing to 160. No further information was available at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse and had multiple downstream occlusion alarms during medication delivery. The screen showed that the medication was infusing, but no drips were noted to be falling in the drip chamber. The downstream occlusion performance on the unit was checked and passed within spec. The device contained phenylephrine 100mg in 250ml of 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was evaluated on-site by a qualified baxter technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The technician performed downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test and all performed according to product specifications. The drug phenylephrine with a reported concentration of 100 mg in 250 ml was identified on the day of the event. The rate increased to 50 and later 70 and 80 mcg/minute were also observed. Nine downstream occlusion alarms were identified during the reported infusion. There were no secondary infusions programmed in association with the reported infusion. The pump was not placed in standby mode on or around the event date. The reported condition was verified. The cause of the condition could not be determined. A review of device history revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.